Event description:
During a coronary procedure of 6f hockey stick was being used to engage the rca. The catheter kinked where it exists the sheath (6f, 11cm). The physician over-torqued the catheter until it twisted completely. It was not possible to pass a guidewire through it nor was it possible to pull it back through the sheath. The sheath and catheter were removed by cut-down (surgical procedure). The was no failure or complaint on the cordis diagnostic guidewire.